Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep). It was reported she could feel it occasionally going off when she got in certain positions. The patient stated she was going to the healthcare professional (hcp) in (B)(6) to check it out. The patient noted she had an x-ray done somewhere and they said it looked normal. Additional information from the hcp reported via the rep on (B)(6) reported she interrogated the device and the impedance was 402, the battery status was okay. The hcp stated they upped her voltage to 8 volts and she was already on a rate of 55, on 2 seconds and off 3 seconds. There were no further complications that have been reported as a result of this event.